Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that a few months following the implant procedure of this right ventricular (rv) lead, a high capture threshold measurement was observed. Intermittent loss of capture (loc) was also observed from the rv lead. The physician elected to surgically explant and replace the rv lead to resolve the event. The patient was stable with no additional adverse effects reported. This rv lead is expected for analysis, but has not yet been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few months following the implant procedure of this right ventricular (rv) lead, a high capture threshold measurement was observed. Intermittent loss of capture (loc) was also observed from the rv lead. The physician elected to surgically explant and replace the rv lead to resolve the event. The patient was stable with no additional adverse consequences. This rv lead is expected for analysis, but has not yet been received.